Event description:
The customer felt her meter was not reading correctly. She was passing out, shaking and having difficulty breathing. Her husband called the paramedics and they gave her orange juice with sugar. They tested the customer afterwards and her blood glucose had risen to 180mg/dl. Customer previously had a similar incident. The test strip information was not provided. The strips were not expected to be returned for evaluation. A new meter was sent to her.